Manufacturer narrative:
Batch review performed on 22 november 2019. Lot 182590: 144 items manufactured and released on 24-jul-18. Expiration date: 2023-07-10. No anomalies found related to the problem. To date, 133 items of the same lot have been already sold with another similar reported event. Additional implant involved: stem: minimax 01.13.102r cementless anatomical stem right size 2 (k170845) lot. 181827. Batch review performed on 22 november 2019. Lot 181827: 15 items manufactured and released on 11-jul-18. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, 11 items of the same lot have been already sold with another similar reported event (event registered on the same lot is caused by trauma). Clinical evaluation performed by medical affairs manager. Hip revision surgery performed 8 months after cementless total hip arthroplasty in a 70 year old woman. Radiographic images provided show stem tilting from the initial position probably due to under sizing. The reason of this stem size choice is unknown: patient anatomy and bone morphology may have contributed but this cannot be confirmed on the basis of postoperative anteroposterior images. We cannot determine the causes of this event, but we see no reason to think that the prosthetic implants were defective.

Event description:
Revision surgery performed 9 months after the primary due to loose and tilted femoral stem and malpositioned cup. The cup and the stem were revised.